Event description:
The facility reported that during a patient transfer, one shoulder strap of the sling came off from the lift sling support. The resident tipped to the left and the other staff supported the resident back onto the bed. No injuries were reported. (B) (4).

Manufacturer narrative:
The device was examined by an (B) (4) investigator and it was found that the safety latch was broken near the attachment to the lift sling support. Internal testing indicates that if straps are properly installed in the lift sling support, there is no possibility to break the safety latch. The operating and product care instructions state: to install a sling, unfold the sling support on each side of the lift, then put the strap loop on the safety latch and gently pull the strap. The safety latch will lower and the strap loop will be trapped in the sling support hook." Based on the information provided, the manufacturer has determined the most likely cause of this event was that the sling strap was not properly installed on the lift sling support. The operating and product care instructions warn: "before lifting the patient: make sure that all straps are attached to the supports. Make sure the patient is comfortable. Make sure the sling is not caught on an obstruction (wheelchair brake or arm of chair). If any of the above occurs - lower the patient immediately and correct the problem." The manufacturer recommends retraining of operators of the device to the operating and product care instructions.